Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting pacing impedance measurements greater than 2000 ohms as well as increasing threshold measurements. This lead was successfully capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.